Event description:
It was reported that the patient was implanted an ncb pp dist fem plate, l, 15 h, l. 317 mm on the left side on (B)(6) 2012. According to the report, the patient was reviewed on regular basis following implant insertion. On (B)(6) 2013, the patient presented back in the accident and emergency department in considerable pain. On the x-ray, the examination plate was detected as broken. The patient was revised on the following day, (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).